Manufacturer narrative:
Should add'l info becomes available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2011-00206. On (B)(6) 2006, an apogee device was implanted to treat "pelvic organ prolapse" and is now reported to have caused "extreme pain, erosion of her internal bodily tissue, dyspareunia, and permanent injury."